Event description:
Note: this event, as reported, did not reflect an MDR_reportable scenario; however, eval of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the eval results. It was initially reported to boston scientific corporation in 2008 that a maxforce biliary balloon dilatation catheter was used during a dilatation procedure performed the day before. According to the complainant, "the balloon did not inflate" and they noted that "a contrast media leaked from the balloon". The procedure was completed with a different device (manufacturer unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine". The returned device eval, approved on january 15, 2009 indicated a rupture of the balloon.

Manufacturer narrative:
Visual examination of the returned device revealed no damage to the shaft of the device. The balloon was creased with liquid inside. There was a longitudinal tear starting 4mm distal to the distal end of the proximal markerband and extending 2mm proximally. The cause of the reported malfunction is likely attributable to procedural use (i.e. Operational context). The device history record for this lot was reviewed; no anomalies were noted.